Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: on investigation, the pump failed to power on. Investigation duplicated the complaint. On examination, the battery compartment was noted to be cracked with moisture ingress into the pump confirmed by leak testing. Moisture damage was found inside the pump on the printed circuit board.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.